Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was advised to see their healthcare provider about what may have caused the high blood glucose. The customer was offered troubleshooting, but the customer stated that the pump is working as designed.